Event description:
It was reported that during a spacer implant procedure, the spacer did not continue to open after an audible click was heard when deploying the spacer. Therefore, a fluoroscopy image was taken and displayed that the screw had disengaged from the implant. The physician removed the implant and successfully implanted a new implant. There was a possibility that the device was too anterior and caught the lamina with the cam lobes, which could have caused the device to break. The device will not be returned as it was disposed of by the medical facility.